Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer declined to have the device repaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device is not booting up properly. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Additional information: a third-party service agent evaluated the customer's device and verified the reported issue. The service agent determined that the cause of the reported issue was due to a faulty power module. The customer declined the repair quote they received and the device was returned to the customer unrepaired. Corrected data: section d4 catalog # of the initial medwatch report indicates: unk_asean section d4 catalog # of the initial medwatch report should have indicated: 99507-000012

Event description:
The customer contacted stryker to report that their device is not booting up properly. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.